Event description:
The article, "different rates of bioprosthetic aortic valve failure with perimount¿ and trifecta¿ bioprostheses", was reviewed. This article is a retrospective single center study experience aimed to compare two proprietary bioprostheses with different designs, i.e., internally and externally mounted leaflets, focusing on the long-term durability and survival. Perimount valves and trifecta valves were associated with this study. The article concluded that prostheses for surgical aortic valve replacement (savr) with externally mounted leaflets (trifecta) showed significantly higher long-term reoperation rates compared to those with internally mounted leaflets (perimount), regardless of the patient's age at savr. Survival was similar with both bioprostheses.[the primary and correspondence author of this article is (B)(6), md, department of cardiovascular surgery, (B)(6) heart center (B)(6), (B)(6) universität (B)(6), with email address: (B)(6).

Manufacturer narrative:
As reported in a research article, complications from implant of a trifecta valve included reoperation due to valve failure, early structural valve deterioration, severe regurgitation and leaflet tear. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.